Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a company representative reported there were no further updates. No further diagnostics or troubleshooting was performed and no interventions/actions were taken. The issue had not been resolved at the time of report.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care professional (hcp) and company representative regarding a patient who was implanted with an implantable neurostimulator (ins) for dystonia. It was reported an impedance measurement was taken with a clinician programmer. There were contacts with very low impedance <(><<)>30 ohms. No interventions/actions occurred and the issue was not resolved at the time of report. It was further reported the low impedances were read on the new ins and the impedances were measured after implantation. The impedance of the lead and extension were not checked. The cause of the low impedances was not determined. The patient didn't experience any falls/trauma. The low impedances were not measured on the electrodes used for therapy. No historical impedances were available. No further troubleshooting/actions occurred and the neurosurgeon was going to wait.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.